Event description:
On (B)(6) 2025, the patient's mother reported that dexcom continuous glucose monitor (cgm) fell off overnight, requiring blood glucose (bg) run mode. She was unable to use entered bg values. Agent explained the ¿calibration cannot be used¿ message means no sensor is connected, and advised bg must be entered every 4 hours (up to once per hour). The highest bg reported was 343 mg/dl. The ilet pump eventually resumed dosing. There were no reported symptoms during the event, and no medical intervention was required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.